Event description:
This valve was explanted due to stenosis. According to the op report, the pt presented with gradients of approximately 60 across the lv outflow tract and 30 across the pulmonary valve with "moderately severe" pulmonary valve insufficiency. At explant, the aortic valve was noted to be in "good position" and functioning "well" with no pannus. It was replaced with sjm21ahpj-505 and a 25 mm cryopreserved allograft was also placed from the right ventricle to the pulmonary artery. According to the pathology report, the sewing cuff was surrounded by tannish-white fibrous tissue. Serial sections taken from several fragments of tannish-pink, irregular soft tissue revealed embedded sutures and scattered microcalcifications. There was no vegetation present.